Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 5531g413 x3 triathlon cs ins size4 13mm, lot lbr740; 5517f502 triathlon p/a cr beaded #5r, lot spn7k2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported the patient's right knee was revised due to patellar pain. A femoral component, patellar component, and insert were revised. Rep confirmed that pictures can be provided and that no further information will be released by the hospital or surgeon.